Event description:
It is reported that the device was implanted in 1999. During revision surgery in 2007, the locking ring didn't move entirely, the surgeon couldn't separated the poly liner and the shell, so he removed these devices from the pt as an assembly with 3 of bone screws.

Manufacturer narrative:
This report will be amended when our investigation is complete.